Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported errors could not be reproduced during in-house testing. The evaluation determined that the errors were due to an isolated software issue. The device software was updated to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #:(B)(4). Note: the reportable event occurred outside the us and was assessed as not reportable in (B)(6). During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed error messages (sf101 and sf218). There was no patient injury reported as a result of this incident.